Event description:
It was reported that oversensing noise and high pacing lead impedance were detected on the right ventricular (rv) lead. Pacing inhibition and rv lead fracture were noted. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.